Manufacturer narrative:
It was reported that the therapist (the head of the clinic) had her safety glasses on, when she felt something is wrong with the applicator output, she looked toward the applicator in the "laser output area". The therapist thought that the system was on 'standby" mode and took off her safety glasses in order to see better. And then she accidently fired lase pulse toward her eyes area. She was turned to emergency for "blurred vision."

Event description:
On (B)(6)2017, (B)(6) located in (b)(67) reported that therapist (the head of the clinic) fired laser pulse toward her eyes area.